Manufacturer narrative:
(B)(4). The lot number of the device was not provided; therefore, the expiration and manufacture dates are unknown. Approximate age of device is not known. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device. It was reported that fibrin was observed in the tubing and cannula. It was originally reported that the patient experienced an embolic stroke; however, the clinician confirmed that the patient did not. The patient received a heart transplant on 11jan2018. No further information was provided.

Manufacturer narrative:
The device was retained by the hospital and was not available for evaluation. The report of fibrin within the centrimag tubing and cannula could not be confirmed through this evaluation. The hospital reported that there was visible fibrin in the centrimag's circuit tubing. The centrimag circuit was changed out and the patient was ultimately transplanted on (B)(6) 2018. Clarification was also provided indicating that the patient did not exhibit any signs or symptoms of stroke. The centrimag blood pump was not returned for analysis. The centrimag blood pump instructions for use (IFU) states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU explains that the pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.